Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s stated that insulin pump caused her blood glucose to go high. Customer¿s stated that insulin pump had insulin flow block alarm. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer was unable to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.